Manufacturer narrative:
Investigation summary: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellanav mifi open-irrigated ablation catheter risk documentation was completed and confirmed that the event of tubing set fluid leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that leakage was observed from the irrigation side port. During a radiofrequency ablation procedure to treat ventricular tachycardia, an intellanav mifi open-irrigated ablation catheter was used. A leakage was observed from the irrigation side port. Another of the same device was used, and the procedure was successfully completed without patient complications. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported that leakage was observed from the irrigation side port. During a radiofrequency ablation procedure to treat ventricular tachycardia, an intellanav mifi open-irrigated ablation catheter was used. A leakage was observed from the irrigation side port. Another of the same device was used, and the procedure was successfully completed without patient complications. The patient's condition following the procedure was reported to be stable.